Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion sets were leaking at the headset. The customer reported that this has occurred with 4 different infusion sets from the same box. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.